Event description:
Facility staff alleged that while transferring one of her patients from his bed to a wheelchair using a golvo lift, that the top strap of the sling slipped out of the sling bar safety clip. The patient fell approximately 3 feet to the floor. His shoulder and head came in contact with the leg of the lift before hitting his head on the floor. The patient was sent to the hospital for x-ray which came out clear, but he did complain of lower back pain.

Manufacturer narrative:
(B)(4). Technician inspected the safety latches for proper functionality. Both safety latches worked fine. The technician was told that a non-liko sling was used on the liko lift when the alleged patient fall occurred. Facility staff were informed that only liko slings should be used with liko lifts.